Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain and weakness. Litigation also alleges patient is likely to have elevated chromium and cobalt levels. Update: (B)(4) 2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Update received: (B)(4) 2014. The sales rep has reported the revision surgery. Patient was revised to address femoral stem loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2985792 and 2961098 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.